Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the cause was unknown. There were no falls or trauma, etc.

Manufacturer narrative:
Other applicable components are: product ID: 37081-60, serial#: (B)(4), product type: extension. Product ID: 37081-60, serial#: (B)(4), product type: extension. Product ID: 37081-60, lot#: (B)(4), product type: extension.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that high impedance was observed for the first time. Device interrogation and device data on (B)(6) 2017 determined the impedance of electrode 11 was greater than 10,000 ohms. This electrode was not used for the stimulation program by the patient. No symptoms were experienced by the patient. No actions will be taken. The event was unresolved with no further action planned. The event was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.